Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized due to a high blood glucose level of 440 mg/dl on (B)(6) 2017. The customer was given low doses of insulin and was released. The customer had woken up with a blood glucose level of 43 mg/dl and received low doses. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.